Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Brand name: sur-fit natura moldable durahesive skin barrier w/ hydrocolloid flexible collar w/ white hydrocolloid flexible.

Event description:
Health care professional reported patient had raised welts accompanied by itching under the top half of mass and tape border of wafer. The end user subsequent outcome was not reported.